Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, pacing out of set rate was not confirmed. However, as a preventive measure the main printed circuit board (pcb) and interconnect flex were replaced. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was pacing at a different rate than the programmed rate. The epg was returned to the manufacturer for servicing. The event did not occur while being used on a patient and no patient complications were reported as a result of this event.